Event description:
It was reported that the pt experienced an inflammatory mass. Per the reporter, the physician diagnosed a granuloma at the end of the catheter which caused the pt loss of feeling and numbness in his right leg. The pt was admitted to the hospital. The medication in the pump was initially not reported. In later reporting, it was noted that the pump contained dilaudid and baclofen. Per the reporter, the pt had daily dose increases of 10% per week by a physician in (B)(6). The pt was a snowbird and when he returned to (B)(6), he was on 12 mg/day dilaudid (primary) and baclofen. The (B)(6) physician told the pt he "should have more than 5mg/day and started to reduce his dose and use oral medications to supplement". An MRI confirmed a granuloma was pushing against a nerve causing leg numbness. The pt stated the symptoms developed overnight; "one morning I couldn't lift my leg off the floor". Per the reporter, this started about 4 weeks ago. Before that morning, the pt had "gut pain that moved to belt line". Many unspecified medical tests were performed; nothing was found at that time. It was noted that the pt had hip replacement "which took care of knee pain in that leg". The pt was weighing options of having the pump removed and getting a second hip replacement. Per the reporter, the health care provider wanted to replace the catheter and place at a different spot. Additional info has been requested; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)